Manufacturer narrative:
(B)(4). D10 - associated medical devices: biomet bc r 1x40 us; item# 110035368; lot# unknown. Vngd ti fem cr 62.5mm rt; item# cp113616; lot# unknown. Biomet finned pri stem 40mm; item# 141314; lot# unknown. Biomet ilok pri tib tray 71mm; item# 141213; lot# unknown. E1 vngd cr tib brg 71/75x10; item# ep-183440; lot# unknown. Series a pat std 31 3 peg; item# 184764; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient required a revision surgery 1 year and 11 months post-implantation due to pain, instability, arthrofibrosis, and loosening. During the revision, all components were replaced with competitor implants without complication. Attempts have been made and no further information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Cmp-0887183 this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. Correction: d4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The review identified a revision due to instability, aseptic loosening, arthrofibrosis, rom 0-75°. Zimmer biomet implants were removed with minimal bone loss, samples were taken to rule out an osteomyelitis. A quadricepsplasty was performed. Competitor total knee was placed, wound vac was applied. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.